Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a lower extremity angio with intervention, an advance 35 lp low profile balloon catheter ruptured. The balloon was inflated once with an unknown inflation device prior to rupture. The patient's vessels were "normal" and lacked calcification. An unspecified flexor sheath was used during the procedure. The balloon was inflated to eight atmospheres, using a 50/50 ratio of visipaque contrast, within a 90 to 100% occluded lesion located in the femoral artery. Angulation and tortuosity were not noted. Blood was noted in the inflation device after the rupture occurred. The device was removed and replaced to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. A device failure analysis could not be performed due to the device not being returned. Photos of the complaint device were not provided. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. There is no evidence to suggest that the device was manufactured out of specification. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU warns the user against exceeding the rated burst pressure. The IFU states: ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be determined. The risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 31jul2020. The procedure was a lower extremity angio with intervention. An unspecified flexor sheath was used during the procedure. The balloon was inflated to eight atmospheres, using a 50/50 ratio of visipaque contrast, within a 90 to 100% occluded lesion located in the femoral artery. Angulation and tortuosity were not noted. Blood was noted in the inflation device after the rupture occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, an advance 35 lp low profile balloon catheter ruptured. The balloon was inflated once with an unknown inflation device prior to rupture. The patient's vessels were "normal" and lacked calcification. The device was removed and replaced to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.